Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 201, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; extension model 3708140, serial # (B)(4), implanted: (B)(6)2011, explanted: na; programmer model 37743, serial # (B)(4); accessory model 37752, serial # (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. On (B)(6) 2011 fluoroscopy showed lead migration, the left lead was at the top of t6 and the right lead was at c6. On (B)(6) 2011, (B)(6): adverse event of lead migration, leading to stimulation in the wrong location. The leads were surgically revised on (B)(6) 2011, and it was reported that the patient recovered without sequela.